Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use 2 endeavor sprint drug eluting stent devices (ensp27524x, ensp30024x) to treat a lesion in the distal diagonal branch of the lad. There was no damage noted to the device packaging. There were no issues removing the devices from the hoop. The devices were inspected with no issues. A non-mdt guidewire was used. The lesion was pre-dilated using 1.5x15mm and 2.0x20mm devices. The ensp30024x device did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used during delivery of the devices. It is reported that the stents were unable to cross the lesion and on removal they appeared deformed. The patients symptoms were relieved and blood flow recovered so the operation was ended. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. A kink was evident to the 10th, 11th, 12th and 13th stent wraps causing misaligned struts. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.